Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: patient weight. Corrected data: device code. Based on the information available, it is undetermined if the ipg prematurely depleted. During the processing of this incident, attempts were made to obtain complete event information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had lost therapy due to his implantable pulse generator (ipg) becoming inoperable. The ipg was surgically replaced which addressed the issue and restored therapy to the patient.